Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID: 3037, serial# (B)(4), product type: programmer. (B)(4).

Event description:
A patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation reported encountering poor communication between the patient programmer (pp) and the ins. The poor communication occurred both with and without the external antenna. The patient reported that the poor communication has been occurring since (B)(6) 2016. No patient symptoms were reported. The patient was sent a replacement pp. Additional information was received from a friend of the patient on (B)(6) 2017. It was reported that beginning at an unknown date, the patient was having trouble with their device, but the details as to what exactly was going on was unknown. ¿fresh batteries¿ were tried, but the issue persists. The patient¿s healthcare professional (hcp) noted not seeing the patient since 2008. The patient would follow up with their hcp.